Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Engineering evaluation summary: the device evaluation showed the following: o the device was returned fully deployed with no endoprosthesis present. The access hatch was open, aligning with the event description. O the constraining loop remained within the catheter of the device. O the constraining loop wire has become detached from the guide nut within the transparent knob of the device. Cured glue and an imprint of the wire was present. Based on the findings from this evaluation the reported inability to constrain the device is consistent with the state of the returned device. The constraining loop was no longer attached to the guide nut within the constraining mechanism, which would prevent the proximal end of the device from constraining when the knob was actuated. Based on the event, the constraining loop detaching from the guide nut is most likely attributed to manufacturing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2026, the patient underwent an emergency endovascular aneurysm repair (evar) for a 9cm abdominal aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis. The device was advanced to slightly above the lowest renal artery and deployed (some resistance was encountered while advancing the device within the sheath, which was believed to be related to the ¿step.¿ once past this point, the device advanced smoothly). A decision was made to reposition the device. The device was constrained using the constraining dial; however, the proximal markers were not observed to move proximally as expected. An attempt was made to reopen the device with the same result. A second attempt at reconstraining was performed, during which the physician believed there was slight movement of the markers, although not to the level typically expected for the device. Later, upon removal of the constraining mechanism handle, it was noted that there was a snapped wire in the remaining handle. The physician suspected that the cause of the issue was a reconstraining loop failure. At the end of the case, the device hatch was opened for inspection; nothing altered within hatch just visually inspected. Deployment was completed and the patient tolerated the procedure. According to the study data, the device deficiency did not lead to a serious adverse device effect. All devices were successfully implanted at the intended location, and the delivery systems were retrieved without any issues. The physician is monitoring the patient.